Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unused insyte autoguard bc 22ga unit without packaging from material number 381023; lot number 9154752. In addition, five photographs were received which displayed similarities to that of the returned unit. A visual/microscopic evaluation of the returned revealed a characteristic v shape of a spear through. The reported issue was confirmed. The device did not appear to have been used in a clinical setting therefore it can be determined that the defect occurred during manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in was found to have prior to use. The following information was provided by the initial reporter, translated from japanese to english. Verbatim: ¿the catheter was damaged.¿

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in was found to have prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿the catheter was damaged.¿